Event description:
During a coil embolization procedure, the orbit mini complex fill 2mmx2mm coil (637mf0202/ 15189454) during repositioning in the aneurysm. The coil and delivery system was removed without any issues, and another coil was used through the same microcatheter to complete the procedure. An adequate continuous flush was maintained through the ev3 echelon 10 (mc) microcatheter at all times. Prior to use, the mc was re-shaped with the shaping mandrel and steam, and after re-shaping no damages were noticed on the mc. There were no kinks in the mc that may have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and there was no resistance or additional force utilized to advance or remove the coil/delivery system. The patient was pcom on the right side, the size is 3cmx4cm.

Manufacturer narrative:
During a coil embolization of a procedure, the 2x2 orbit mini complex fill coil ((B)(4)) stretched during repositioning in the aneurysm. The coil and delivery system was removed without any issues, and another coil was used through the same ev3 echelon 10 microcatheter (mc) to complete the procedure. Prior to use, the mc was re-shaped with the shaping mandrel and steam, and after re-shaping no damages were noticed on the mc. An adequate continuous flush was maintained through the mc at all times. There were no kinks in the mc that may have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and there was no resistance or additional force utilized to advance or remove the coil/delivery system. The target site aneurysm was a 3x4mm posterior communicating artery aneurysm (pcom) on the right side. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was confirmed with visual analysis of the returned device. It is possible that device manipulation may have contributed; however, with the available information there are no identified contributing factors. Based on the analysis and the available information, the cause of the coil stretched could not be conclusively determined. Neither the analysis nor the DHR indicate a relationship to the manufacturing process. In addition inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: please note that the failure reported for this event indicated that during a coil embolization procedure, the orbit mini complex fill 2mmx2mm coil ((B)(4)) stretched during repositioning in the aneurysm. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - unraveled stretched' was confirmed during the visual analysis. The cause of the coil stretched could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. In addition inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.